Event description:
Patient allegedly received an implant on (B)(6) 2011 via the infrarenal inferior vena cava due to history of aneurysm, deep vein thromboses (dvt), prior to have bariatric surgery. Patient is alleging vena cava perforation. The patient is further alleging fear, anxiety that filter perforation will continue to cause internal damage that will result in death. Severe abdominal pain and reflux and cannot lift or move too much because of pain and discomfort. Can no longer exercise because of pain and discomfort. Deep vein thromboses. Per a report from computed tomography (CT) 2; ¿impressions: some of the filter struts have penetrated through the wall of the inferior vena cava (ivc) into the pericaval/mesenteric fat.¿

Manufacturer narrative:
Device code(s): anxiety (2328), discomfort (2330). Appropriate term/code not available (3191) was selected for the alleged device perforation. The following allegations have been investigated: vena cava perforation, deep vein thrombus, severe abdominal pain, fear, anxiety, reflux, limited mobility, discomfort. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported severe abdominal pain, fear, anxiety, reflux, limited mobility, discomfort are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k) k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2011." Patient outcome: it is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.